Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the oversensing observed was far field r-wave (ffrw) oversensing with events possibly falling into blanking.